Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a near syncopal episode and device was found to be at end of life (eol). Last interrogation of the device was several months ago and elective replacement indicator (eri) has not been reached yet. Boston scientific technical services (ts) could not provide reason as to why the device did not meet the 85-90 grace period from eri-eol as there was no reprogramming changes made. This device was explanted and will be returned for analysis. No additional adverse patient effects were reported.